Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that due to anemia caused by blood loss from surgery the patient was transfused a total of 4 units of packed red blood cells (prbc) on (B)(6) 2022 during revision of right ventricular assist device. Related MFR #: 2916596-2022-01592.

Manufacturer narrative:
This report was inadvertently submitted as cfn-based (MFR report number: 2916596), however, it should have been submitted as fei-based (MFR report number: 3003752502). Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported bleeding and hemolysis could not be conclusively established through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) lists bleeding and hemolysis as adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: warning 7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, after index procedure, the patient became anuric and was started on continuous veno-venous hemodialysis (B)(6) 2022 they were then transferred to sustained low efficiency dialysis on (B)(6) 2022. Due to blood loss anemia from surgery the patient was transfused a total of 4 units of packed red blood cells (prbc) on (B)(6) 2022 during revision of right ventricular assist device (rvad). The patient showed signs of hemolysis on (B)(6) 2022. The patient was transfused with 1 unit of prbc's on (B)(6) 2022 and another on (B)(6) 2022. Positive guaiac stool test was noted on (B)(6) 2022 and the patient became slightly hypotensive on (B)(6) 2022 and vasopressin was initiated. The patient's white blood cell count was elevated on (B)(6) 2022 and was started on empiric linezolid and cefepime. Blood cultures and mrsa (methicillin-resistant staphylococcus aureus) nasal swabs were negative. Leukocytosis was likely inflammatory following rvad decannulation. The patient was placed on a proton pump inhibitor on (B)(6) 2022. The patient failed to wean from inotropic support within 14 days of lvad implantation. On (B)(6) 2022 the patient developed a new nosebleed and was coughing up small amounts of blood. Afrin was ordered and proton pump inhibitor was increased to bid until guaiac negative bowel movement. Hemoglobin was 7.8. The patient had a previous history of atrial fibrillation and had atrial fibrillation with rapid ventricular rate in the 140-160's on (B)(6) 2022. The patient was given two 150 mg boluses of amiodarone and was started on 400 mg amiodarone 3 times daily.